Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the video submitted for evaluation. Bd received one video which displayed a q-syte attached to an adapter that is in use. There is some type of slip luer device attached at the female luer end of the q-syte. A clear fluid can be seen being flushed through the q-syte into the adapter, at which time leakage is observed at the area from the back of the top body (polycarbonate) / female luer. The reported issue of leakage is confirmed. Although the failure stated in the reported issue was confirmed with the video provided for investigation, bd could not establish a definite root cause due to lack of evidence or noticeable damage in the video. The device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: patient who requires a needle-free safety adapter change, due to continuous leakage.

Manufacturer narrative:
Patient information: date of birth: 1991-01-01. Since no exact date of birth was given, the date used was entered as the place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: patient who requires a needle-free safety adapter change, due to continuous leakage.